Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized for diabetic ketoacidosis, with a blood glucose of 768 mg/dl. The customer stated that she has a muscle disease where her blood glucose runs high and she is resistant to insulin. The customer also stated that she uses a silhouette infusion set and changes her infusion set every two to three days but she changes her reservoir every six to eight days. It was advised to the customer that the reservoir should be changed when changing the infusion set. Programming was checked and the basal rates did not match the daily totals. Nothing further was reported.